Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s mother reported via phone call that the customer¿s insulin pump received a blank display. The customer¿s blood glucose was unknown. During troubleshooting for the blank display, the caller mentioned that the pump alarmed failed battery test. During failed battery test alarm troubleshooting, the alarm cleared. The caller stated that the pump alarmed compromised forced sensor. During troubleshooting for the compromised forced sensor alarm, the customer states that insulin pump was not dropped or bumped. The customer states the drive support cap appeared normal. They were advised to discontinue use of the pump. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery alarm, battery out limit alarm and compromised force sensor system alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.